Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzer from whole blood samples. The customer stated that while reviewing the second shift's hba1c results, many looked high. The customer stated they had been checking their hba1c results closely as they had a client complain of erratic results. The customer re-calibrated the analyzer, and although the calibration passed, the curve looked "funny". The customer re- calibrated using fresh calibrator material. The calibration passed and the curve looked good, however the quality control results were still high. The customer provided data for 128 samples that were questioned and repeated, of which 25 had discrepant results that were reported outside the laboratory. The repeat testing was performed on another integra 800 analyzer, serial number (B)(4). Patient 1 had an initial hba1c result on 7.85%. The repeat result was 5.89%. Patient 2 had an initial hba1c result on 7.51%. The repeat result was 5.71%. Patient 3 had an initial hba1c result on 7.81%. The repeat result was 5.37%. Patient 4 had an initial hba1c result on 7.92%. The repeat result was 6.38%. Patient 5 had an initial hba1c result on 8.39%. The repeat result was 6.43%. Patient 6 had an initial hba1c result on 7.66%. The repeat result was 5.75%. Patient 7 had an initial hba1c result on 8.27%. The repeat result was 5.97%. Patient 8 had an initial hba1c result on 7.29%. The repeat result was 5.62%. Patient 9 had an initial hba1c result on 7.81%. The repeat result was 5.64%. Patient 10 had an initial hba1c result on 7.33%. The repeat result was 5.46%. Patient 11 had an initial hba1c result on 7.78%. The repeat result was 5.72%. Patient 12 had an initial hba1c result on 7.65%. The repeat result was 5.57%. Patient 13 had an initial hba1c result on 7.73%. The repeat result was 5.5%. Patient 14 had an initial hba1c result on 7.96%. The repeat result was 6.09%. Patient 15 had an initial hba1c result on 8.03%. The repeat result was 6.23%. Patient 16 had an initial hba1c result on 7.72%. The repeat result was 5.66%. Patient 17 had an initial hba1c result on 7.78%. The repeat result was 5.68%. Patient 18 had an initial hba1c result on 7.84%. The repeat result was 6.29%. Patient 19 had an initial hba1c result on 8.15%. The repeat result was 6.20%. Patient 20 had an initial hba1c result on 7.95%. The repeat result was 5.76%. Patient 21 had an initial hba1c result on 7.56%. The repeat result was 5.71%. Patient 22 had an initial hba1c result on 7.21%. The repeat result was 5.42%. Patient 23 had an initial hba1c result on 7.69%. The repeat result was 6.13%. Patient 24 had an initial hba1c result on 8.04%. The repeat result was 5.75%. Patient 25 had an initial hba1c result on 7.80%. The repeat result was 5.52%. The customer considered the repeat results to be correct and they were issued as corrected reports. There were no adverse events. The hba1c reagent lot number was 65072001 and the expiration date was 04/30/2013. The field service representative determined the probes were due to be changed. He changed the probes. The observed the hba1c performing correctly and to specification. All system checks were successful. The customer performed quality control which was ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.